Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2011-02014. It was reported that while preparing for an electrophysiology (ep) procedure exposed coils were noticed. A polaris dx 6f/100cm 4/ 5mm std s-pin was selected. During prep, it was noticed that some of the coils of the wire appeared exposed. The device did not come into contact with the patient. The procedure was completed with another polaris dx 6f/100cm 4/ 5mm std s-pin catheter.

Event description:
It was further reported that MDR ID #2134265-2011-02014 and #2134265-2011-02016 did not occur in the same case.